Event description:
The patient was returned to ICU in serious condition. Patient was discharged home in stable condition on post-operative day three (3). Pathology reported noted aortic valve thrombus consists of a 2.7 x 2.4 x 1.1 cm aggregate of irregular tan-brown soft tissue fragments. The tissue was friable upon sectioning.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The cause of the event cannot be determined; however, patient factors and progression of underlying valvular disease may have contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on oral anticoagulant to treat thrombosis. The cause of the event cannot be determined at this time; however, patient factors and progression of underlying valvular disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a 27mm aortic valve implanted two (2) years, 10 months, was explanted due to severe aortic stenosis, thrombosis, degeneration, and calcification. Patient presented with vague neurological symptoms. The bioprosthesis had laminated thrombus on it approximately a centimeter in thickness. The patient also underwent replacement of ascending aorta due to aortic aneurysm and coronary artery bypass grafting x 1 during the procedure. The explanted device was replaced with a non-edwards 23mm on-x mechanical valve. The patient was returned to ICU in serious condition.